Event description:
It was reported that during a da vinci hysterectomy procedure, a piece of the permanent cautery hook instrument, near the hook, broke and fell into the pt. The broken piece was retrieved, and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval; therefore, the root cause of the customer reported failure mode cannot be determined. A f/u MDR will be submitted if the instrument is returned (post-evaluation) and/or if add'l info is received. Per the info provided by the initial reporter, the broken instrument component was successfully retrieved from the pt.